Manufacturer narrative:
Visual inspection found no visible physical damage on the unit. The following functional tests were performed. Results of functional testing indicate the spo2 was working as intended. The customer indicated the device was failing off and on. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Although the issue was not confirmed, the customer indicated the issue was intermittent; therefore, the spo2 board and connector block were replaced to address the issue. The device was confirmed to be operational after repairs were completed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mmx indicating that the spo2 measurement intermittently drops out and no inop or error message is shown. The device was not in use on a patient at the time of event, there was no adverse event reported.